Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving a notifier. The lead trend showed, the left ventricular lead exhibited high out of range pacing impedance. The device was reprogrammed. No patient symptoms were reported; the patient will continue to be monitored.